Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge tubing ripped resulting in insulin leaking. Reportedly, this issue occurred with multiple cartridges. Cartridge changes were performed resolving the issue. There was no reported adverse impact to the customer's past blood glucose (bg) levels; current bg level was 480 mg/dl.